Event description:
On (B)(6) 2014, the reporter contacted animas, alleging the up and down keypad buttons were intermittently unresponsive. It was reported the issue was first noticed 6 months before the complaint date. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 04/01/2014-product analysis:the pump has been returned and evaluated by product analysis on 03/14/2014 with the following findings:the complaint could not be duplicated during investigation. The keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons were responsive with normal tactility. There was evidence of keypad contamination found under the down key contact. Unrelated to the complaint, investigation revealed that the display screen was dim and discolored. The display was replaced with a test display, and the contrast returned to normal. The vibratory feature was found to be nonfunctional. The vibration motor was found to be nonfunctioning.